Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Visual inspection: 1) received: catheter [qty 1]. Catheter connect or [qty 1]. The two were not connected. The connector lid was closed. [Catheter visual inspection] no abnormalities found. [Catheter connector visual inspection]. No abnormalities found. Dimension check: [catheter length test]. Company specifications: 990mm ~ 1070mm. Received sample length: 1030mm. The sample was within company specifications. [Catheter outer diameter (end of catheter)]. Company specifications: 0.84mm ~ 0.90mm. Received sample diameter: 0.8456mm. The sample was within company specifications. Functional test: [catheter tensile strength test]. Test conducted using the received connector sample and received catheter sample. Company specifications: above 11n. Test results: 12.06n. The sample was within company specifications. Others: [connection check]. The catheter was able to be inserted into the connector without resistance and up to the marking point. The connector lid was able to close securely. Note: there are 2 potential lot numbers for involved perifix custom kit: 18n19h82te, 19d13h82yg. Device history record: no abnormalities found from reviewing the relevant device history record(s). The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter connector did not open. The lid of the catheter connector did not open and the catheter came off.